Event description:
It was reported the patient experienced loss of therapy due to the ipg being inoperable as the patient did not charge the device for significant amount of time. The patient was unable to establish communication between the ipg and multiple external devices. As a result, surgical intervention was taken to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: result the claim about inoperable ipg was confirmed. Per event details, the patient did not recharge the ipg for a couple of months. As received the ipg was non-responsive. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.